Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error b39 was confirmed. Device evaluation also found error b38 which occurred shortly after upgrading the software. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus asset evis lucera elite video system center encountered error b39. The fault was found when returning the spare part to the center for testing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found that the error code b39 caused an image issue; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.